Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a radical resection of rectal carcinoma procedure, the surgeon found some staples protruding on the package after firing. The tissue was cut but some segments were out of staples; another like cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l51h2l. The analysis results found that the tcr75 reload was received with no apparent damage. The reload had the proximal 6 drivers up without staples and the remaining drivers were down. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. After the functional test, 2 staples were noted missing along the staple line, this staples do not created a fluid path. It is possible that an improper handling of the reload caused the staples to fall out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to insure staples presence; the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.